Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for no delivery and when customer pushed in plunger the insulin did not exit. Customer tried with a new reservoir and it worked and appeared to resolve the issue however, customer was advised that the device would be replaced and to return the old reservoir for analysis.